Event description:
Reporter stated that the advantage meter is displaying blood glucose results in mmoi/l. Domestic blood glucose meters are pre-configured to display blood glucose values in mg/dl. No pt injury was reported, and no treatment was rec'd. Reporter did not provide the location where the issue was first discovered. Tech support requested return of the suspect prod and replacement was shipped.